Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic prostatectomy, while docking the last arm cart assembly (aca) onto the patient, the aca triggered a non-recoverable error and a message was displayed recommending to withdraw the instrument if inserted. The arm was not docked at this time. Troubleshooting steps were performed, and the issue was resolved after the aca was unplugged/replugged and recalibrated successfully. There was a delay of approximately 10 minutes. There was no patient injury.